Event description:
Low birth weight infant with oxygen sensor on left foot developed 1/2 cm reddened "burn" type area on ventral side of foot, without blistering. Probe site changed every 3 hrs per recent change in policy due to same incident having occurred.